Event description:
It was reported that the preloaded intraocular lens (iol) was overrode by the pusher. The surgeon pulled back the pusher and was able to reengage the lens. Although the lens was scuffed, it was deployed into the patient's operative eye. The lens remains implanted inside the eye. No other information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown/ asked but not available. If explanted, give date: not applicable, remains implanted in the eye. Device evaluated by MFR: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.